Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend. The helix had been tested prior to insertion, but when it was removed and re-tested, there was no helix movement, even after 30 rotations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.